Manufacturer narrative:
Investigation: one photo was received by bd (B)(4) depicting a 3ml syringe filled with ~0.8ml of unidentified solution and covered with a red cap. A single piece of thin elongated fm approximately 3/8¿ in length could be seen inside the fluid. The fm could not be identified from the photo provided. The sample was reported to be from batch #6203651 (p/n 309658). A review of the device history record showed all visual inspections as per requirement with no quality notifications related to the complaint defect. Batch 6203651 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.

Manufacturer narrative:
(B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a particle was found dissolved in one of the bd plastipak¿ 3ml syringe luer-lok¿. The solution was discarded before use. There was no report of injury or medical interventions.